Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 285 mg/dl. Troubleshooting for keypad anomaly was performed. Customer received a button error alarm and was unable to clear it. Customer advised they were at the beach and the device was submerged in water. Troubleshooting for the device exposed to fluid was performed. Customer advised they forgot they were wearing the insulin pump and went into the salt water. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump was received with moisture damage on the lcd board, cracked tube lip, minor scratched lcd window, cracked case at display window corners and cracked reservoir tube.